Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit also received with minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 172 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.